Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On the same day the sensor was inserted, the patient was at school and the cgm was reading low. Based on the cgm reading, the patient was treated with juice. It was reported that the school kept providing the patient juice boxes and this caused the patient's blood sugar to increase. The patient started to experience symptoms (no specific symptoms were reported) of high blood sugar. On (B)(6) 2022, the patient woke up and was taken to the hospital where they were in diabetic ketoacidosis. The patient was treated with insulin and was discharged from the hospital on (B)(6) 2022. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.